Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Explantation of spine construct because of fracture of rod. Doi: unknown, dor: unknown. Concomitant device reported: unknown screw (part# unknown, lot# 226107, quantity 1); unknown screw (part # unknown, lot # 222623, quantity 1). This complaint involves one (1) devices.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4). Device was not returned for evaluation. Although lot number was provided, manufacturing records could not be found using this lot number. Therefore, without a valid lot number, a review of the manufacturing records could not be completed. Without the return of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.